Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller was with the patient and/or healthcare provider (hcp) and could do further troubleshooting. They also said this is a new ins and lead; the rep was in the operating room (or) at the time of the report. The rep reported c1, c2, and c3 were <(><<)>50 ohms. They also said all pairs associated with 0 are >4,000 ohms. The call center didn't confirm if c0 was <(><<)>50 ohms or >4,000 ohms. The call center reviewed considerations for addressing the >4,000 ohm issue. The call center attempted to call the rep back after initial call ended to make sure they had tightened the set screw, but the rep didn't answer. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported from representative that there was no determined cause of the impedance issues. When the representative turned the patient on everything seemed to be working normal. The representative just ran impedance with the programmer when the patient woke up and everything was in normal ranges. Yes the issue was resolved. The rep was unaware of weight.